Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The root cause was determined to be a user error. The logfile does not show any unintended system movement. It was initiated by activating the fd lift via the stand control module (scm). There was an ECG cable running from an equipment boom on the left side of the table around the scm joystick to the right side of patient. This cable became stuck and led to the unwanted fd lift movement. The system reacted as intended in that the collision guard was activated and the movement was stopped right away. According to this a user error could be determined as the relevant root cause. No systematic failure could be identified. The operator manual gives adequate information regarding the safety aspects of releasing system movements, e.g. The section in the operating manual/IFU "information about unit movements" contains a description including cautions regarding hazards related to system motions. The om addendum contains a dedicated warning regarding unintentional motion release. Any kind of system movement can be interrupted by pressing the emergency stop. The system has been checked on site by the local service organization. No error has been found and the error did not reoccur. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q.zen biplane system. During a procedure, the user reported movement of the detector in which the detector touched the patient. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.